Manufacturer narrative:
Additional information: h4. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The third party provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2026. Sampling from: auxiliary channel. Cfu: 1cfu. Bacterial identification: bacilles gram. Sampling date: (B)(6) 2026. Sampling from: instrument channel. Cfu: 3cfu. Bacterial identification: bacillus licheniformis. Sampling date: (B)(6) 2026. Sampling from: suction channel. Cfu: 1cfu. Bacterial identification: bacillus species. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter from the air/water cylinder, air/water tube, and connecting tube. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported on (B)(6) 2026, that, during reprocessing, the colonovideoscope tested positive for 15 colony forming units (cfus) of staphylococcus epidermidis, 76 cfu's of rothia kristinae and staphylococcus epidermidis. The device was retested on (B)(6) 2026, and it tested positive for 14 cfus of acinetobacter lwoffii and 1 cfu of staphylococcus hominis. The device was tested again on (B)(6) 2026, and tested positive for more than 3 cfus of bacillus licheniformis and 1 cfu of bacillus species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.